Event description:
Same case of MFR #6000093-2004-00668. It was reported that after a coronary drug eluting stenting treatment procedure a target vessel reintervention was performed in the left anterior descending artery. Additional info has been requested.